Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 error displayed on the evis image and white residue found inside the air water channels. A definitive root cause could not be identified. Based on the results of the investigation, it is most likely that the malfunction was caused by an expected or random component failure. No design deficiencies or manufacturing issues were found, and the failure appears to be isolated to normal component variability. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope produced static images. There were no reports of patient harm. This event was reported during an unspecified procedure. Static screen.